Event description:
The patient reported to the physician that he sometimes feels the vns working and sometimes does not. He later reported that his seizures have been bad lately. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.